Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported leak remains unknown.

Manufacturer narrative:
One 8.5f agilis steerable introducer sheath was received for evaluation. There were multiple bends throughout the sheath. No other visual anomalies were noted. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown.

Event description:
During an atrial fibrillation ablation procedure, a blood leak was noted after transseptal puncture. The sheath was replaced with a competitive sheath and the case was completed successfully.